Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The rse went into the set up menu and determined that spo2 was not selectable or available in the menu. The rse recommended to replace the spo2 board and provided the part information of the spo2 board to the customer. The customer is taking the repair responsibility. If further assistance is needed the customer will call back at which time a new order will be created. No further assistance was needed concluding remote technical support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating they are unable to take spo2 measurement. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.